Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The customer received technical support from technical support. The customer found the leak in boots/clamps surrounding the blower. The customer reported to have secured the pneumatic paths around the blower and passed the system leak test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Event description:
The customer reported that the ventilator was failing system leak test. There was no patient involvement.